Manufacturer narrative:
(B)(6). Device evaluated by MFR: synergy xd mr ous 3.50 x 24mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found evidence of damage with struts on the distal and proximal ends lifted. The undamaged crimped stent outer diameter was measured using snap gauge and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on (B)(6) 2021. It was reported that shaft kink and crossing difficulties were encountered. The target lesion was located in the severely tortuous and moderately calcified right coronary artery. Following pre-dilatation, a 3.50 x 24mm synergy xd drug eluting stent was advanced with a non-boston scientific guide extension catheter; however, the stent failed to cross the lesion and the shaft got kinked. The device was removed and the procedure was completed with another of same device. No patient complications nor injuries were reported. However, returned device analysis revealed stent damage.